Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed fault code 43 (fan fault detected)" was confirmed based on the archive data review, but not during the functional testing. No device malfunction was observed during the testing and the autopulse platform worked as intended. Upon visual inspection, noticed multiple wrinkle spots on the load plate cover and observed that the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. These observed issues are not related to the customer reported complaint. The probable root cause for the physical damage could be due to mishandling. The load plate cover was replaced to address the physical damage and the clutch plate was deburred to address the encoder drive shaft issue. The autopulse platform passed the initial functional testing without any fault or error. The archive data review showed occurrence of fault code 43 (fan fault detected) on the reported complaint date. Fault code 43 occurs when the fan controller detects a fault, which can be checked only during the time of power-on self-test. As a precautionary measure, the fan assembly was replaced. Because, the fan may have some intermittent technical problems. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
The autopulse platform (sn (B)(4)) displayed fault code 43 (fan fault detected). Unknown if the fault code occurred during the shift check or patient use. No consequences or impact to the patient.